Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500s mg/dl. The customer stated that the infusion set changes have improved and she has been more confident with them. The customer previously experienced challenges which resulted in at least 5 infusion sets going to waste. The customer declined to speak with helpline. The customer stated that she put the pump off for a week and a half and just put it back on. The customer stated that she now struggle more with low readings. The customer will work with her educator.